Event description:
A greenfield filter was implanted on an unknown date. On (B)(6) 2020, a CT scan was performed to check the position of the ivc filter. There was an infrarenal ivc filter present as expected. The apex of the ivc filter is seen approximately 2.5cm below the lower margin of the lowest right renal vein joining the ivc. There is an anterior tilt of the filter, with the apex of the filter touching the anterior wall of the ivc. The distal ends of the five struts appear to perforate through the ivc wall. The distal end of the right anterior strut perforates for approximately 5 mm. The distal end of the left anterior strut perforates for approximately 5 mm, slightly touching the aortic wall at the level of aortic bifurcation. The distal end of the left posterior strut perforates for approximately 5mm, slightly touching the aortic wall at the level of aortic bifurcation. The distal ends of the two right posterior struts perforate for approximately 1.4cm, with the more medial strut touching the right anterior aspect of the l3/l4 disc space. There was a slightly wavy appearance of the struts, likely representing the normal curvature of the ivc filter struts. No definite bending or fracture of the struts was noted. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.